Manufacturer narrative:
No further information is available on the repair of the bed at this time.

Event description:
The account alleged that the bed has a self-run of the hi/low up function. No injury reported.